Event description:
Boston scientific received information that this product was eroding and the upper lateral edge of the device threatening to push through the skin. There were no additional adverse effects reported. The product was repositioned and remains in use.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.